Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.

Event description:
The customer reported via the sales rep that during a procedure, the chuck would not disengage the spinal pin after removal from the pt. It is further reported that the chuck was used to remove the pin successfully, but would not disengage the pin. It is further reported that the pts second pin was successfully removed with a k-wire driver with no adverse consequences.